Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 11/15/2016, that on (B)(6) 2016, the patient experienced a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2016. Patient's friend called the paramedics to the patient's home and she was treated with an ampule of d50. At the time of the event, the patient's cgm was reading 78mg/dl compared to the bg meter which read 28mg/dl. Patient's condition was normal at the time of the event. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event of cgm inaccuracy was not confirmed. A root cause was not determined.